Manufacturer narrative:
An investigation cannot be performed unless the device is returned. The literature specifies that 1.25 inch programming distance is the minimum. While 2 inch programming may be possible, we know that it cannot be achieved under all conditions. There can be may questions regarding this event, such as the actual distance, the environmental noise and the relative positions of the pacer and the programming wand. No further action is possible.

Event description:
During the implant communicating difficulties with device were observed. The physician placed the sub-q with a distance less than 2 inches between the wand and the device. T-wave induction and (intraelectrocardiograms) ie gms were difficult to obtain. The device was turned logo-side down and the problem was corrected. The programmer is operating fine. The device was implanted.